Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio observed that the internal hlc batteries were depleted however, a conclusive cause of the reported issue could not be determined. Additionally, non shorting tin whiskers were observed but no relation between the tin whiskers and the reported issue could be established. The customer received a replacement device.

Event description:
The customer initially reported that their device was showing its charge-pak and attention icons. After an evaluation of the device, it was observed that the internal hlc batteries were showing depleted, which could lead to the device not having the ability to adequately deliver defibrillation therapy.there was no patient use associated with the reported issue.